Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as being moderately tortuous and mildly calcified. It was reported that the physician deployed a talent aui (aorto-uni) device too distally (MDR 2953200-2008-01257), which necessitated that an add'l talent cuff device be deployed and modeled with a reliant balloon. A type iii endoleak (separation) was evident, which was reported to be coming from between the aui and the cuff device (MDR 2953200-2008-01258). A second talent aui device was then deployed, but the endoleak did not resolve. The physician elected to surgically convert the pt. No clinical sequelae were reported, and the pt is fine. The devices have been received by medtronic, and their eval is pending. Please note that this model number auf3016c125ax is not approved in the united states; however, it is similar to the model number af3016c140xh, which is approved in the united states.

Manufacturer narrative:
Eval results: endoleak; moderate tortuosity of the vessels. Conclusion: moderate turtuosity of the vessels.